Event description:
It was reported that the patient presented to the clinic experiencing chest pain. A chest x-ray revealed pneumothorax, which was caused during vascular access.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.